Event description:
During eval of a customer's homechoice device, a baxter technician identified a potential overfill situation. During drain 3 of therapy in late 2007, the ultrafiltration was 951ml, indicating that the pt drained 2951ml after a fill volume of 2000ml (2000ml+951ml=2951ml). No further info regarding this event could be obtained despite multiple attempts by baxter.

Manufacturer narrative:
Eval summary: the eval of the device did not identify any failure or malfunction that could have caused or contributed to potential overfill identified in the device logs during eval. Based on a review of all available log data combined with available decision tree info, it was determined that the most probable cause of this overfill is insufficient drain/user error. The logs indicate an inappropriate bypass of the initial drain and/or insufficient drain when multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold.